Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 3.2 pocket B1 failed and required maintenance. The customer tried to reboot and recover the storage space, but the problem was not resolved. The customer noticed that there were medicines stuck in between the drawer roll pin and unable to remove it. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 28-DEC-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a field service engineer (FSE) accessed the station and verified the hardware status by reviewing the Recover Storage Space section within the MedStation application while the customer was logged in. No failed hardware or pocket failures were identified and no issue found. The system functioned as intended when the field service engineer verified the device.